Manufacturer narrative:
Final analysis found the pulse generator to be in back up mode due to multiple flipped bits. The device was at (eri) elective replacement indicator, after product code download. The device is considered normal battery depletion.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Event description:
It was reported that the pulse generator exhibited backup vvi mode. The device was explanted and replaced on (B)(6) 2013.